Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2008 and one mesh was implanted during each procedure. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion and urinary/bowel problems. It was reported that patient underwent a hernia repair in (B)(6) 2006.